Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event with readings as low as 44 mg/dl, describing glucose dropping below 40 with an insulin reaction occurring multiple times, and treated the low with oral glucose. Symptoms included features consistent with disordered glucose such as hyperglycemia listed in records, though the event described was hypoglycemia. Outcomes included insufficient information regarding impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.